Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. Reportedly, the rx trek was used in a mildly calcified lesion, which may have contributed to the reported watermelon seeding; however a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during the procedure in the left main coronary artery, characterized as having little calcification and no tortuosity, predilatation was performed using the trek balloon, inflated one time at 8 atmospheres and one time at 12 atmospheres. Although the lesion was satisfactorily dilatated, the balloon watermelon seeded during deployment. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.